Manufacturer narrative:
No damages or defects were noted to the formed needle, soft cannula, or bottom housing that would contribute to an infection at the infusion site. The exact cause of the reported event could not be determined. The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would contribute to an improper insertion of the cannula. The cause of the reported event could not be conclusively determined.

Event description:
The patient reported having difficulty with the cannula insertion when activating a new pod during the night. The following morning, the insertion site (leg) felt irritated which prompted the patient to remove the pod. When the pod was removed. The patient discovered that the cannula had not been inserted correctly and the site appeared infected with purulent discharge. The patient's blood glucose (bg) levels rose to 20 mmol/l (360 mg/dl) and a new pod was applied. The patient's bg levels decreased to 12 mmol/l (216 mg/dl) with the new pod. The patient went to urgent care and was prescribed antibiotics to treat the infection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.